Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes there was an issue with vacuum issues resulting in underfill.

Manufacturer narrative:
The following fields have been updated due to additional information: medical device lot #: 7616707. The manufacture and expiration dates are unknown due to the reported lot# not matching with the catalog#.

Manufacturer narrative:
The following fields were updated due to corrected information: medical device lot #: 7016707. Medical device expiration date: 2019-01-31. Device available for evaluation?: no. Device manufacture date: 2017-01-16.

Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes there was an issue with vacuum issues resulting in underfill.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfilling with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfilling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfilling with the incident lot was observed. Testing of the retain samples was also conducted and underfilling was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes there was an issue with vacuum issues resulting in underfill.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes there was an issue with vacuum issues resulting in underfill.